Event description:
It was reported that the patient underwent nips pacing which induced fib and was undersensed. The patient was rescued with pc shock. Patient is a recent recipient of a lvad device. Patient is on heart transplant list. The lead is being planned to be replaced. Patient will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information received notes that the patient received a heart transplant. The system was explanted.

Manufacturer narrative:
A partial lead with connector pin measuring 45.9cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.